Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.